Event description:
Reportedly, it was unable to access the touch screen. They have no further information on the context or the implantable device that was being interrogated at the time. They must have managed to interrogate with the tablet and get it working again, because during the implantation that has been performed later they didn't notice any particular problem.

Event description:
Reportedly, it was unable to access the touch screen. They have no further information on the context or the implantable device that was being interrogated at the time. They must have managed to interrogate with the tablet and get it working again, because during the implantation that has been performed later they didn't notice any particular problem.

Manufacturer narrative:
Analysis of the data provided failed to confirm the event. No errors or warnings were found in the logs confirming the freeze. However, it was noticed that the battery had been removed at around 14:56 after the manager was initialized, which could have been due to the freeze observed in the field. In addition, the tablet was returned, and similar operations were performed on it to reproduce the reported behavior, without success. The root cause could not be identified, as no trace of a frozen screen was recorded in the logs, and the reported problem was not reproduced after testing the returned tablet. The tablet will be re-ghosted to obtain a clean tablet and returned to the field. This case is recorded for trend purposes.